Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Initial analysis verified that the device was in factory fallback mode. The device passed manual therapy testing on the bench, and functioned properly after device operating code was down loaded throughout analysis. Examination of the device memory showed that the device entered into factory fallback mode on (B)(6) 2010, 11 days after explant. However, the root cause as to why the device went into factory fallback mode was inconclusive. No further testing was performed.

Event description:
Boston scientific received information that this device was electively explanted due to reaching elective replacement indicator (eri). To date, no adverse patient effects were reported with this clinical observation. The device was returned for reliability analysis.